Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and the malfunction did not recur afterward. The customer was able to continue using the pump and was advised to call back if any issues arise again.